Manufacturer narrative:
Additional data: d10, h3, h6. Device evaluation: the nail was visually inspected and it was revealed that the distraction rod of the nail had corrosion which confirmed reported failure mode. Per reported failure functional testing was not applicable. The reported complaint mode is being internally investigated.

Event description:
See updated field h2, h3, h6 and h10.

Manufacturer narrative:
No product has been returned for evaluation, pictures of explants confirm the alleged event of substance. Root cause cannot be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the patient was experiencing pain in the middle of their right thigh and was unable to bear weight. Reportedly, once the nail was removed the surgeon observed leakage/ corrosion of the nail. X-ray images revealed no sign of a distal fracture and solid healing.